Manufacturer narrative:
Deployment date: device not deployed. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did find one other report with the involved product code/lot# combination.

Event description:
The user facility reported that the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. No blood loss was reported. There was no health damage to the patient. The physician had completed the training process on the device prior to this case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.